Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes, the cable connecting ECG "a" to the distribution node, and the cable connecting ECG "c" to the distribution node were all pulled from their strain relief, damaging wires in the cables. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that wires were exposed on the electrode belt.